Event description:
The complainant reported a (B)(6) male patient presenting with postcardiotomy cardiogenic shock. The impella 5.5 pump was inserted for support. There was a pump stop observed.

Manufacturer narrative:
The impella device was received and an investigation is underway. A supplemental MDR will be filed upon completion of our analysis.

Manufacturer narrative:
The pump was returned and an evaluation revealed blood ingress found in the purge lumen. The cause of the pump stop was found to be related to blood ingress resulting from high purge pressure, however, we cannot definitively determine the cause of the high purge pressure as no catheter kinks were found, nor any biomaterial buildup in the purge gap.